Manufacturer narrative:
Investigation is still ongoing.

Event description:
During the deployment of a 20mm sapien 3 ultra valve in the aortic position the balloon ruptured. All of the volume in the atrion to include +1cc was delivered and the balloon rupture occurred in the final stage of valve deployment. The 20mm s3 ultra was confirmed with angiography and transesophageal echocardiography (tee) to be in the intended position and functioning appropriately with no perivalvular leak (pvl) or central aortic insufficiency (ai). The ds was removed without issue through the 14f esheath and evaluated with the implanters. No procedural complications was reported as the valve was successfully deployed and the patient remained stable throughout the procedure. A review of the pre-case CT imaging was done after the procedure and discussion of sino tubular junction (stj) diameter and calcium present in the sino tubular junction (stj) could have been a contributing factor the the balloon rupture.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
During the deployment of a 20mm sapien 3 ultra valve in the aortic position the balloon ruptured. All of the volume in the atrion to include +1cc was delivered and the balloon rupture occurred in the final stage of valve deployment. The 20mm s3 ultra was confirmed with angiography and transesophageal echocardiography (tee) to be in the intended position and functioning appropriately with no perivalvular leak (pvl) or central aortic insufficiency (ai). The ds was removed without issue through the 14f esheath and evaluated with the implanters. No procedural complications was reported as the valve was successfully deployed and the patient remained stable throughout the procedure. A review of the pre-case CT imaging was done after the procedure and discussion of sino tubular junction (stj) diameter and calcium present in the sino tubular junction (stj) could have been a contributing factor the the balloon rupture.

Manufacturer narrative:
The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy and the presence of calcification was seen on native annulus and the balloon was fully inflated and burst. No manufacturing non-conformance was identified during the evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The patient had a mild degree of calcium in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.